Manufacturer narrative:
We are currently waiting for additional information and clarification of the event. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hemaclip was attached to the arterial limb of the catheter as catheter lines were reversed. Patient alerted staff that she felt moisture. Technician noted the arterial luer broke away from the lumen. Patient was alert and responsive. The lumen was clamped to prevent further blood loss and patient was transferred to hospital where catheter was exchanged. Patient released from hospital same day.

Manufacturer narrative:
No device was returned, no photographs were provided. Device part and lot number were not provided. Without the lot number a review of the manufacture records is not possible. Without an evaluation of the device a root cause cannot be determined. If the device or its part and lot number should become available we will reopen the complaint and investigate the issue further. Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.